Event description:
It was reported that the doctor had the right ventricular (rv) pace/sense portion of the defibrillation lead plugged into the left ventricular (lv) connection port on the device, as a preemptive measure to avoid shocks due to onset of a defibrillation lead fracture. This is an off label use of the system as it goes outside of approved use of the components of the system. It was also reported that there was a lead impedance warning on the "lv" circuit (i.e., on the rv pace/sense portion of the defibrillation lead). The doctor therefore reprogrammed the "lv" pacing configuration from "lvtip" to "lvring" to "lvtip" to rvcoil, which resulted in a stable impedance of about 300 ohms with normal stable capture thresholds. The company technical services representative advised that replacement of the entire rv defibrillation lead should be considered. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.